Event description:
Since (B)(6), I have found multiple defective microclaves in which there is fluid outside of what should be a closed, direct fluid path. Some have had actual external leakage. This is affecting all five of the products that have the microclave (4 bonded extension sets and 1 single). These products are used on neonates who are at very high risk for infection. Some fluid that has been blood products' dextrose, fluids and lipids which are the perfect medium for bacterial growth.